Event description:
It was reported the patient experienced symptoms of hypoglycemia, such as sweating and feeling weak, but the meter displayed a value that did not match with his hypoglycemia. The customer tested on his meter at 10 pm a value of 205 mg/dl which was high as he had hypoglycemia symptoms. He got up to to use the bathroom, and he passed out right afterwards. The patient was not capable of self treatment, he was unconscious for 3 minutes, and felt better 3 minutes after drinking a glass of milk and eating a chocolate donut that was given to him by his wife. The patient and his wife advised he had taken his medication prior to incident, metformin 500 mg, glipizide 10 mg, and januvia 100 mg at 6 pm. The medication was normal amounts, taken as prescribed, and not based on meter readings.